Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The customer provided the data for a correlation study of 46 patients studying the inr results from a coaguchek xs meter (serial number not provided) and the stago laboratory method. From the data provided, 3 patient results were a reportable malfunction. The erroneous results were reported outside of the laboratory. For patient 1 the result from the meter was 3.6 inr and the laboratory result was 2.74 inr. For patient 2 the result from the meter was 4.1 inr and the laboratory result was 3.02 inr. For patient 3 the result from the meter was 5.1 inr and the laboratory result was 3.54 inr. There was no allegation of an adverse event. The customer's meter and test strip have been requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.